Event description:
During the procedure, difficulties were noted introducing the needle with stylet into the sheath and the needle pierced the sheath tip at the curve. The needle was retracted into the sheath and the entire system was removed from the patient. Another sheath from the same lot was obtained and insertion difficulted were noted again (no damage occurred). Another sheath and needle were used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Additional information: one 8f swartz braided introducer sheath and dilator were received for evaluation. Visual inspection revealed the sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle insertion difficulty is consistent with the perforation. The cause of the device perforation could not be conclusively determined.

Manufacturer narrative:
Two identical images were submitted for evaluation; no device components were returned. The needle appeared to have perforated the sheath/dilator assembly at the curve area. Visual inspection was based solely upon a review of the photographs provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulties and material puncture remain unknown.